Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support a fluid leak was discovered during fill 1 of 3. Fluid reportedly leaked from the heater bag connection. Fluid was not discovered in the pump module area nor on the external of the cassette. There were no alarms or warnings prior to or after the leak. The cause of the leak is unknown. Upon follow up the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The patient was unable to determine the cause of the leak; no damage was noted on the solution product or cycler set. The patient did not witness any delivery issue or damage to the case that may have caused the reported leak. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support a fluid leak was discovered during fill 1 of 3. Fluid reportedly leaked from the heater bag connection. Fluid was not discovered in the pump module area nor on the external of the cassette. There were no alarms or warnings prior to or after the leak. The cause of the leak is unknown. Upon follouwp the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The patient was unable to determine the cause of the leak; no damage was noted on the solution product or cycler set. The patient did not witness any delivery issue or damage to the case that may have caused the reported leak. The patient did not experience any injuries, symptoms, adverse events, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.